Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the recharge interval was 0.6 days. The rep also reported seeing oor on the tablet. Programming was at 1000hz, pw 200, amplitude 8.3ma, bipole with impedance of 1040 ohms. It was reviewed to add an anode and that resolved the issue. The rep was going to continue working with the patient to get optimal coverage with a max recharge interval. The rep also noted that she saw an alert that the times if the device and tablet did not match. The rep checked the dates and they were correct. No further complications were reported.

Manufacturer narrative:
H6: due to additional information, the patient code c76143 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the charger was not working and did not seem to connect. The implantable neurostimulator (ins) was going dead but it would not charge. They were having to charge twice a day as opposed to the expected interval of every 3 days. Charging metrics showed as the following- excellent quality, 90% average ending, 34 minutes average time, 3 days average interval. The tablet showed current charge of ins was 50%. It was reported that the patient charged at 5 am that day and when it was at 50% they knew they had a to charge again. Recent charges showed as the following: 5/25 60-100%, 31 mins, excellent 5/26 40-80%, 37 mins, excellent 5/27 40-80%, 22 mins, excellent 6/13 40-90%, 26 mins, excellent 6/14 50-100%, 27 mins, excellent 6/16 60-100%, 25 mins, excellent 6/18 40-100%, 43 mins, excellent 6/20 40-90%, 44 mins, excellent 6/23 10-70%, 41 mins, excellent 6/25 10-90%, 48 mins, excellent it was reviewed during the call that the recharging data from the tablet indicated the patient had not charged at 5 am that day and was not charging twice a day. The ins was taking a charge as expected per the data. The consumer was educated on charging and the different icons. It was speculated that the consumer may have been thinking they were charging when they were not but this was not confirmed during the call. During the call the manufacturer representative attempted to charge but nothing was happening and it seemed like the controller was not recognizing the ins. The controller was used on its own (without recharger) and it communicated with the ins and showed normal therapy screen with the patient on group a. The recharger was connected and the screen stayed the same. The controller was not recognizing the recharger starting on the day of the call. There was conflicting information regarding event date provided. The consumer was asked when the event started and they said "for some time" and "about a month." During the call, the manufacturer representative used the patient's battery pack and recharger with the fa controller. The caller was able to pair to the ins and charging normally. The caller then used the patient's controller with their battery pack and recharger and it successfully paired and charged normally with excellent quality. The ins was charged to 50% and the charger to 100%. It was reported that the stimulation was cutting on and off. When it cut off the ins was confirmed to be on. While the manufacturer representative was programming with the tablet, they were seeing oor and the patient had been seeing the settings not available message on the controller and could not increase stimulation. When the manufacturer representative increased intensity during the programming session the patient felt stimulation again. At that point the caller indicated that it might be positional. Technical services reviewed that the ins was still on and delivering stim when it showed "settings not available" but not at programmed settings so patient may feel stim differently (and this may be contributing to why patient feels stim go on/off). Caller confirmed they resolved oor with programming today and was going to interrogate ins again with tablet to double check. Caller didn't request any further assistance with stim cutting off and on nor oor/"settings not available". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient charges the ins to 100% and then within 4 hours her ins was dead. The patient said that the rep told them it was supposed to last 6 days but it was not holding a charge. The rep said the patient was not on high settings. The ins decreased to 80% when the rep was with the patient. Within an hour of meeting, the ins was at 50%. The rep said that the patient has to recharge multiple times per day. No further complications were reported.